Event description:
It was reported that this ambicor penile prosthesis (app) experienced loss of rigidity, the mechanism is not working, and the device does not deflate completely. A replacement surgery has been scheduled. No additional information was provided.